Event description:
Device 3 of 3. Ref MFR report: 1627487-2014-24030. Ref MFR report: 1627487-2014-24031. It is reported the pt is receiving ineffective postural/positional stimulation. Reprogramming was unsuccessful as the issue re-occurred. As per physician, x-rays revealed that the ipg tilted in the pocket and caused pain at the site, and also causing the positional stimulation. Surgical intervention will take place to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.